Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event involving alaris pump module and clindamycin. A patient was presented to the trauma bay after a motor vehicle crash and had facial lacerations. It was noted that the patient has allergies to penicillin and so clindamycin 900mg/50ml one dose was ordered to run at 100ml/hr (30 minute infusion). The medication was primed and programed the pump. The nurse hooked up the medication and the device did not alarm or appear to be malfunctioning. Shortly after, the rn paused and disconnected the clindamycin tubing from the patient, to give pain medicine via intravenous push. It was then discovered that despite the pump being on a very low infusion rate/volume, the clindamycin was running all over the floor. The infusion pump stated that about 4 ml had been infused. We estimated that patient received one third of the dose essentially by gravity. The pump and remaining drug were sequestered. The patient a supplemental 600 mg clindamycin dose to ensure appropriate coverage. Patient did not have any adverse events to the clinician's knowledge. There was patient involvement and there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported an over infusion event involving alaris pump module and clindamycin. A patient was presented to the trauma bay after a motor vehicle crash and had facial lacerations. It was noted that the patient has allergies to penicillin and so clindamycin 900mg/50ml one dose was ordered to run at 100ml/hr (30 minute infusion). The medication was primed and programed the pump. The nurse hooked up the medication and the device did not alarm or appear to be malfunctioning. Shortly after, the rn paused and disconnected the clindamycin tubing from the patient, to give pain medicine via intravenous push. It was then discovered that despite the pump being on a very low infusion rate/volume, the clindamycin was running all over the floor. The infusion pump stated that about 4 ml had been infused. We estimated that patient received one third of the dose essentially by gravity. The pump and remaining drug were sequestered. The patient a supplemental 600 mg clindamycin dose to ensure appropriate coverage. Patient did not have any adverse events to the clinician's knowledge. There was patient involvement and there was no patient harm.